Manufacturer narrative:
Philip's field service engineer (fse) performed troubleshooting with the customer. The power supply was checked and the voltage was 24 volts. The fse advised the customer that the power management board required replacement. The customer replaced the power management board and the issue was resolved.

Event description:
It was reported that error codes related to a 35v power failure occurred. The device was in use at the time of the event; however, there was no patient harm. The patient was placed on another ventilator. The event date was not specified; estimate used.